Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the united states indicating that the device had a damaged cord. It is known that the device was not used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.